Event description:
It was reported that (2) devices were used during an open laparoscopic procedure. It was reported by the rep that during the procedure, the lcsk5 blade operated for 5-10 minutes then stopped functioning for no reason. Opened up a new blade-same actions. Electrocautery was used to complete the case. The pt had increased time under anesthesia. There was no consequence to the pt.